Manufacturer narrative:
Additional information: please review attached for investigation results.

Event description:
It was reported that tip of impactor broken off, all pieces accounted for. No patient injury.